Event description:
It was reported that during a left ankle talofibular ligament repair surgery, the 2.9mm osteoraptor anchor was fractured while being implanted. The procedure was successfully completed with a non-significant surgical delay of 30min using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case-2022-00112030-1. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. This case reports the osteoraptor anchor fractured while being implanted. The provided photo was reviewed and appears to show a broken anchor with a missing anchor tip attached to the device. It is unclear whether the broken anchor tip remained inside the patient or was removed from the patient, as the anchor tip does not appear in the provided photo. Reportedly the procedure was completed using a backup device and there was a 30-minute procedural delay. No clinically relevant supporting documentation was provided for review. If a portion of the anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).